Manufacturer narrative:
The customer replaced the solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an alarm for autozero failure occurred. The remote service engineer (rse) and customer performed a troubleshoot. The error code was confirmed in the logs. It was noted that the flow sensor assembly and data acquisition (da) printed circuit board assembly (pcba) were not replaced recently. It was also noted and confirmed that the solenoid pin alignment to the da pcba was correct. The rse provided the customer with the part number of the solenoid valve to order and replace. Device evaluation and repair are pending.